Event description:
It was reported that during the procedure the distal tip of guidewire (subject device) was broken. The subject device was replaced, and the procedure was completed successfully. No additional information available.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available. Therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported guidewire fracture was unable to be confirmed, and it cannot be confirmed that the device met specification, as the device was not returned. It was reported that the tip has broken off. Additional information received, failed to indicate an assignable cause for the reported guidewire fracture. An assignable cause of undeterminable will be assigned to this complaint, as a review of all available information fails to indicate an assignable cause for the reported event.

Event description:
It was reported that during the procedure the distal tip of guidewire (subject device) was broken. The subject device was replaced, and the procedure was completed successfully. No additional information available.